Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for 00515047500, lot number z000006862, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The product was not returned for examination. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that following a total hip surgery, the battery exploded on the tray. No adverse events were reported as a result of this malfunction.